Event description:
The customer reported that the device issued a "speaker malfunction." Inop together with a loss of audio. The speaker malfunction inop confirmed the problem. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.